Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device displayed a "valve failure: 1010" message and the display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: the device was returned to zoll medical corporation. The customer's report of valve failure 1010 was observed during review of the device data logs. However, the device passed full functional testing and stress testing without duplicating a malfunction to the device. The smart pneumatic module board was replaced as a precaution. The customer's report of display blanks out was not replicated or confirmed. The device passed extensive testing and visual internal inspection. The device was recertified as part of the service above and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device displayed a "valve failure-1010" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.